Event description:
A healthcare professional reported that during the vitrectomy procedure, the cutter malfunctioned and stopped cutting, resulting in a retinal tear. However, details regarding the completion of the surgery and the patient's current clinical condition have not been provided. Additional information was requested; however, no response has been received to date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).